Event description:
A patient reported an out of regulation (oor) error code. The patient stated she was using the patient programmer to adjust settings when the oor code appeared. The patient stated that she has ¿three wires¿ and when she tries to adjust setting on the second or third wire, it shows oor and upper limit reached. A manufacturer representative also reported the out of regulation (oor) error code. The representative reported that electrode impedance tests indicated that the only value that was out of range were pairs with electrode 7. The therapy impedances were all within normal range. The oor resolved without intervention. It was reviewed that there was not an obvious cause of the oor and reviewed how to bypass it with the patient programmer. No patient symptoms were reported. The indication for implant was spinal pain and other.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va0f0ky, implanted: (B)(6) 2014, product type: lead. Product ID: 3888-56, lot# va0c6cq, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-may-02. The patient reported that beginning at the end of 2016 their second lead was working off and on. They decided to just use the one lead that was working where the pain mostly was. About 3 to 4 months ago the patient noticed that the leads were shorting out,like a power zap or electrical shock from the leads. The patient noted that their manufacture representative (rep) was made aware of the issue about 3 to 4 months ago and they reprogrammed the patient. On (B)(6) 2017 the patient had x-rays to see if the leads slipped again. On (B)(6) 2017 the patient went to see their healthcare professional (hcp) and rep and they found a major problem with the leads. The lead was fractured. The rep tried programming but it only lasted 1-2 days. Around (B)(6) 2017 the patient¿s therapy was not working at all/patient had a loss of therapy. The patient wanted a second opinion so on (B)(6) 2017 the patient met with their rep and with a new hcp who said that the patient needed new leads in a new position. The patient would continue working with their hcp to move forward if desired. The patient noted that their rep is fantastic and has tried everything to help. Additional information was received from the rep on 2017-may-09-. The rep stated that the patient could manipulate their subcutaneous leads which would cause an increase in intensity. The impedances were out of range on some of the contacts and they also believe a lead migration was noted when the hcp saw the patient. The actions taken to resolve it working off and on and the zapping included the rep reprogramming the 2 working contacts. The cause was due to some out of range impedances and a possible intermittent fracture. The rep noted that only an impedance check was performed and they were not aware prior to (B)(6) 2017 of the lead fracture. The rep also noted that the information was confirmed with an hcp. However, the rep stated that they never met the patient¿s previous hcp. Additional information was received from a different rep on 2017-may-11. The rep stated that they became aware of the patient¿s issues on 2017-feb-23. The patient brought in their own x-rays showing that one of their leads migrated. However, it was their secondary lead. Their primary lead was still in place and they were able to program around certain electrodes that were out of range and still provide the patient with coverage in their primary areas of pain. The patient was planning on seeking a new hcp to revise their system. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they tried to work around the broken lead, but it did not last. The patient planned on having the leads removed. The patient also reported their weight at the time of the event. No further complications are anticipated.